Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter is not working due to an error 5 message. Per the onetouch ultramini user guide, an error 5 may mean the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The patient also claimed that test strips were missing from the onetouch ultra test strip vial. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2011 at approximately 6am in the morning. The patient reportedly manages her diabetes with insulin (unknown type and dose) and denied taking any action regarding her diabetes management routine when the alleged issue occurred. The patient claimed that approximately 30 minutes later, she developed symptoms of "thirst, was shaky, feeling really bad and headache." The patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the patient's testing technique was correct; the subject meter was not being used for the first time. The patient did not have any more test strips available to perform a test with the cca. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.